Event description:
It was reported that "the jaws of the applier were misaligned during a surgery. Therefore, another applier was used to complete the procedure. Nothing fell/remained in the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned and send to the manufacturer (tecomet) for investigation. Tecomet reports: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha,wi facility as part of a 50-pc. Lot in july of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing processes. Evaluation of the returned instrument shows that has received its handle to jaw and knob rotation mechanisms are dry and sluggish and in need of proper lubrication. The jaws are slightly loose and misaligned in the closed position and the jaw pivot pin is slightly recessed into one side of the outer tube assembly. We are able to validate the complaint for the returned instrument. After the initial evaluation a few drops of non-silicone-based instrument lube were applied to the drain hole in the g00436m handle and into the luer flush port. Normal non-binding feeling has been restored to the handle to jaw and knob rotation mechanisms. We are unable to determine what caused the jaws to become slightly loose and misaligned in the closed position and for the jaw pivot pin to become slightly recessed into one side of the outer tube assembly but lack of proper lubrication and mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws of the applier were misaligned during a surgery. Therefore, another applier was used to complete the procedure. Nothing fell/remained in the patient". No patient harm or injury. The patient status is reported as "fine".